Event description:
The customer reported the vertical column won't lower. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was reported.